Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a possible blockage in the catheter found with device interrogation on (B)(6) 2013. It was stated that there were no signs or symptoms associated with the event. The entire catheter was replaced and the event had resolved without sequela as of (B)(6). The drug used in this system was lioresal.